Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. On 05-jul-2024, it was reported that the patient faced tape was not sticking. The infusion set was in use for 3 days. No further information available.